Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They called back from registered number with a continuation of difficulty charging their ins. They said today they stopped and restarted 3 times. They had codes 2113 and 3167 and finally got charged up but it took over an hour and they expressed frustration with the charge duration and their equipment. The patient said it also took over an hour and a half of leaving it on the dock before it charged up with 3 green battery lights and the patient was unhappy with that duration. The patient said it had the issue of the battery lights all going dark some times. Patient service (pss) reviewed some charging and equipment best practice and to leave it on the dock plugged into power all the time when not in use. The patient said they do not do that, they plug it into a power strip when they charge it up. Offered to replace the charger/dock and cords. The patient also repeated that their handset had been replaced 3 or 4 times and when they got the stimulator the rep told them they would only have to recharge once every 3 weeks but they went to the doctor and the doctor raised it up and now they were recharging once a week. Reviewed some recharging information. The patient called backagain and repeated previously noted issues with old recharger. The patient said they received their new recharger today. The patient inquired what they need to do. The agent reviewed information. The agent reviewed instruction information was sent with recharger, but the patient said they did not have the patience to read through that yet. The patient will use instructions if needed. The patient called back again to get the recharger paired to the handset. Helped walk the patient through connecting the recharger to the stimulator. Patient successfully was able to charge implant.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that they went to charge this morning and they had already been charging 45 minutes at that point and they just wanted to finish. They stated it takes like almost an hour to charge their implant now. They reported they "got this thing in the middle" and they had to turn it off and restart and they got to finish the charge because their implant was at 80%. They confirmed they were able to charge implant to 100%. They stated this was tedious as they couldn't do anything while they charge. They knew recharger was not right last week, but they had nothing else to say other than it was "taking too long". They said it should take 20 minutes instead of an hour to charge their implant. Their implant was at 50% when they began charging and they were getting excell ent condition. On (B)(6) 2024 they started a recharge session and their battery was 50% at start of session and that connection was "excellent." The duration of the call was 20 minutes and by the end of the call patient's ins was at 90%. Reviewed longevity of recharger device as they still had the same one given to them at implant, and suggested patient continue to monitor recharging session times.